Event description:
It was reported the coil could not be detached with the instant detacher or via manual method (provided in the instruction for use). The coil was removed from the patient. No patient injury reported.

Manufacturer narrative:
The coil has been evaluated and implant coil detached normal via manual method. (B)(4).